Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). Full patient (B)(6). An evaluation is in process.

Event description:
The customer observed one falsely elevated ca 19-9xr result while using the architect i2000 analyzer. The following data was provided for (B)(6) all tested on (B)(6) 2013 ,with the different times listed below: this device (s/n (B)(4)). 13:40:35 initial test rep ID= 454832 121.64 u/ml. 15:05:17 retest rep ID= 454904 15.36 u/ml. Another device (s/n (B)(4)). 14:00:15 initial test rep ID= 443038 20.47 u/ml. 15:05:17 retest rep ID= 454901 19.91 u/ml. The abbott service representative discussed fibrin in the specimen and coagulation with the customer. There is no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customers issue included a search for similar complaints and accuracy testing. No adverse trends in complaint activity were identified. This issue is limited to a single patient sample. Retest of the same sample (before it was aliquoted) with the same reagent kit on the same instrument generated acceptable result. In addition, retesting the original sample that gave the falsely elevated result was tested with another kit of the same lot on another instrument and it generated acceptable results. Accuracy testing was completed using panels and the likely cause lot shows that it can accurately detect known concentrations of the analyte, therefore the accuracy testing met acceptance criteria. Complaint information reasonably suggests that the assay is performing as intended and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.